Event description:
Pt was admitted on (B)(6) 2010, to a swing bed following cemented left hemi-arthroplasty. Pt was on fall precautions and nurse assist. Fall alarm at the nurse's station at 12:25 pm, (B)(6) 2010, as it had earlier that day and since the pt was admitted on (B)(6) 2010. The pt was found in the floor at 12:25 pm on (B)(6) 2010, unable to get up. The green light indicating battery status and unit function was illuminated, indicating that the nurse assist fall alarm was properly working. Upon investigation by the nurse on duty, it was found that the port for the communication cable was broken; thus, preventing the cord from remaining in place. The pt was cracked and chipped with a piece of the plastic edge that held the cord in place within the port was missing. The room was searched and the plastic that was chipped off was found.